Manufacturer narrative:
No product was returned for evaluation. The reported event of a clock not set alarm was confirmed based on the evaluation of the submitted log file; however, the report that the patients pump was off for hours was unable to be confirmed. The log file contained a minimum of 1.6 days of data from 19may2017 to 21may2017 per the timestamp; however, the full time span of the log file was unable to be determined. The system controller's clock was not set for a majority of the log file and during that time the system controller remained continuously connected to batteries. The system controller was connected to a power module and the clock was synced on 19may2017 at 6:28pm. The remainder of the log file was unremarkable. The pump speed was recorded at the set speed throughout the log file. It was reported that "the clock not set condition had been on for a while (couple weeks)" which suggests that the reported pump stop was not captured in the submitted log file because it was overwritten by new events. Although this event was unable to be conclusively confirmed, if the patient fell asleep on battery power and depleted both of their 14v li-ion batteries and the system controller's internal backup battery it would result in a pump stop due to a total loss of system power. A clock not set alarm would then activate when the system controller was reconnected to power. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient's lvad system had been "off" for hours on an unknown date. During a clinic visit, a yellow wrench alarm with message of real time clock not set was observed. The patient informed the medical professional that they had been sleeping on batteries and the clock not set condition had been on for a couple of weeks. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file which contained approximately 3 days of data. The beginning of the log file captured yellow wrench/clock not set events until the clock was set via a system monitor on (B)(6) 2017 at 1828. The customer was informed that a clock reset means that the emergency backup battery completely drained and the pump would have stopped until a new power source was reconnected. Because the clock was at the default value, technical services was unable to determine how long the pump was off. No additional information was reported.